Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The high blood glucose persisted for more than 4 hours and was treated with a correction bolus via the pump. No further information available.